Event description:
It was reported in a literature article that sixty-seven patients underwent minimally invasive placement of lumbar pedicle screws (296 screws) using a navigated, image guided technique. Electromyography (emg) monitoring of lumbar nerve roots was used in all. A preoperative CT scan was merged with intraoperative 2-dimensional fluoroscopy images on the image guidance system for 24 patients (group 1). Intraoperative 3-dimensional fluoroscopy images was the source for the image guidance system for 43 patients (group 2). Six pedicle screws from group one breached through the lateral or superior cortex of the pedicle. None breached the medial pedicle cortex and none produced a positive signal on the emg system. There were no cases of neurologic injury from suboptimal placement of the screws.

Manufacturer narrative:
Literature article citation: wood et al. A comparison of CT-based navigation techniques for minimally invasive lumbar pedicle screw placement. J spinal disord tech 2011;24:e1-e5. (B)(6); 8 males, 16 females. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.